Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was found to be at elective replacement indicator (eri). The physician alleges premature battery depletion. The device was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, the device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery was depleted prematurely. Electrical testing revealed that the premature depletion was caused by high current draw in the hybrid. The cause of the high input current was found to be a hybrid anomaly. The reported events of premature battery depletion was confirmed.